Event description:
It was reported that balloon ruptures occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified peripheral vessel. During plain old balloon angioplasty, the 2mm x 20mm x 143cm coyote es balloon ruptured. The 2cm peripheral cutting balloon ruptured at two atmospheres. The 2cm peripheral cutting balloon ruptured at 8-10 atmospheres on the third inflation. The procedure was completed with a different device and no patient complications were reported.